Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation of the liberty cycler found no indication of a causal relationship between the products and the reported event. A clinical review of all information currently available concluded the following: there was no documentation in the complaint file supporting a possible association between the liberty cycler, the cassette and the event of a previously reported and on-going catheter related peritonitis, fluid retention or tunnel infection around the pd catheter. Additionally, there was no allegation against fresenius products in relation to these adverse events. However, in light of the pd nurse¿s report of the patient not having a staysafe cap on the end of the pd catheter; as well as the physician¿s note stating poor pd technique, with absent betadine cap on the patient¿s pin it was highly likely that breaks in aseptic technique during pd therapy resulted in the episode of peritonitis. The reported a tunnel infection around the patient¿s pd catheter, which was removed, was not a fresenius product. The reported volume overload cause is unknown however, the patient has multiple comorbidities including chf, a-fib and cad which could reasonably contribute to volume overload. This is one event of two for the same patient. Please see related mdrs MFR # 2937457-2017-00433 and 2937457-2017-00434.

Event description:
Additional information received during follow-up with the patient's family member revealed that the patient had been hospitalized on (B)(6) 2017 and subsequently changed modality of dialysis treatment from peritoneal dialysis to hemodialysis. Review of the patient's medical records information confirmed that the patient had been hospitalized due to hypervolemia. The patient had presented to the hospital with abdominal pain and bloating. The patient was treated for possible pneumonia and a previously reported pd catheter-related peritonitis infection. The patient's pd catheter was removed during the hospitalization, a permacath was placed and the patient was transitioned to hemodialysis.